Event description:
The user have got both legs amputated. He was sitting in a wheelchair using a security belt (hip belt) which is used around both the wheelchair and the user. His wife was walking outside and was about to cross the street. So she drove the wheelchair down the edge of the side. He got a small wound on his forehead and a small wound on one of the legs. The buckle for the security belt that had been used was found in three pieces.

Manufacturer narrative:
The belt had been drawn out of the buckle which had resulted in the parts separating from each other. The design of the security belt is such as the more tension is put on the security belt the more the buckle will lock. We assembled the security belt and the tested the function of the buckle. It worked as intended. Risk analysis has been performed for the product. The hazard with buckle breaking is handled in the risk analysis. The risk is considered acceptable.